Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited an impedance issue, high thresholds and noise. Subsequently, the ICD was explanted and replaced successfully and the ra lead was capped and replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).